Manufacturer narrative:
Product development investigation: the protection sleeve that was returned shows damage to the silicone handle. There are circular punctures in the silicone consistent with implantation on a sharp hard surface. The functional part of the instrument is undamaged. Per the complaint description, the instrument was used improperly by the technicians in the hospital's sterile processing department. The technicians attempted to hammer on a different device with the silicone handle of the guide sleeve, thus damaging it in the process. It is not applicable to replicate this complained event as the instrument should not be, nor was it designed, for the described use. The conclusion of this investigation is that the instrument was damaged by extreme misuse. This complained event has no link to any design issues; the device was used differently than its designed purpose. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: no patient involvement reported. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: manufacturing site: (B)(4), manufacturing date: 27. Oct. 2015, part# 03.037.001, lot# 9564401. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during central processing in preparation for a procedure that the helical blade connecting screw would not go through the helical blade inserter. Upon visual inspection of the cannulation of the helical blade inserter, there appeared to be something visibly inside. The reporter used the helical blade connecting screw in an attempt to remove the object inside of the cannulation to no avail. The reporter then attempted to remove the obstruction through the use of the protection sleeve as a mallet in attempting to pass the helical blade connecting screw through the helical blade inserter. This resulted in the handle of the protection sleeve becoming damaged. The reporter confirmed that the incident took place ¿long before¿ the start of the procedure. The patient was neither anesthetized nor being prepped for a procedure. There is no surgeon involvement as there was no surgery and no patient because the problem was discovered in a field inventory inspection. No contact information to provide. This complaint involves (3) devices. This report is 1 of 3 for (B)(6).